Event description:
Reporter indicated that following the replacement of the pt's pulse generator due to end of service, it was found that the "leads were not working". The pt's entire vns therapy system was subsequently replaced. Explanted lead in question was returned to MFR for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.